Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time.

Event description:
The complaint/event involved a primary plum set, single channel cassette, secure lock, 107 inch. It was reported that the facility was having issues with leaking from the device's pop-open valve near the top of the tubing. The tubing set up was a standard sterile procedure/process for spiking the total parenteral nutrition (tpn) bag and connecting the IV fluid/connectors to the patient line. The tubing was replaced and they needed to switch to an alternate fluid because replacement tpn could not be made at the time.

Manufacturer narrative:
Updated information can be found in b3. H6 type of investigation should include only b03 and b14. B01 should not be included/selected.

Manufacturer narrative:
Two open/unused and 11 new list #14018-04 primary plum sets were returned by the customer for complaint investigation. As received, there were no damages or anomalies observed on the returned devices. All the sets were leak-tested per specification and no leakage was observed. Each of the open/unused primary plum sets were attached to an ICU medical provided IV bag, primed per packaging directions, and a test infusion of 400 ml at 400 ml/hr was run replicating clinical use. No cassette errors, occlusion alarms, or air in line alarms were generated and no restrictions were noted. No leakage was seen. Nothing came out of the closed filter and the solution level on the drip chamber remained the same on both sets. One representative new primary plum set was attached to an ICU medical provided IV bag, primed per packaging directions, and a test infusion of 400 ml at 400 ml/hr was run replicating clinical use. No cassette errors, occlusion alarms, or air in line alarms were generated and no restrictions were noted. No leakage was seen. Nothing came out of the closed filter and the solution level on the drip chamber remained the same. The complaint of issues with tubing leaking from the pop open valve was not confirmed during the complaint investigation. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 01feb2024.